Manufacturer narrative:
H3: one open sample and 3 unopened samples with same product and lot number was received for analysis. Analysis of the device visually found that there was residue consistent with biological contaminates on the device. A multimeter was used to test for continuity and resistance. Three of the electrodes passed both the continuity and resistance tests, with resistance values of 11.7, 10.3, 9.2 ohms. However, the fourth failed continuity. In the returned condition, there was an out of specification condition identified. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A healthcare provider (hcp) reported that the tube was placed in the patient and the blue and red wires were plugged into the patient interface box. One of the sides of the tube had a red x and would not turn green. The placement of the tube was checked. The red and blue wires were plugged into a second nim unit with the same results. The tube was removed and replaced with a new tube from a different lot number. This new one worked fine and all electrodes checked out with green check marks. There was no known patient impact. On follow up no patient impact reported.